Event description:
It was reported that the catheter entrapped inside an onyx cast. The physician was able to retrieved it by cutting off the catheter's hub while advancing the distal access catheter over it. No pt injury reported. Same event as MDR#2029214-2009-00276.

Manufacturer narrative:
The catheter was received without the hub. The catheter shaft was found elongated at approximately 1.7cm from the broken distal end. Based on the findings, the cause for the catheter entrapment was likely due to the amount of onyx reflux. The onyx avm instructions for use (IFU) warns " in general, minimize the reflux to less than 1cm". Catheter separation.